Event description:
It was reported that one hour post implant, the left ventricular lead exhibited loss of capture. Chest x-ray confirmed microdislodgement. The patient started experiencing phrenic nerve stimulation. The patient was assessed on (B)(6) 2014 and no further phrenic stimulation was noted. All electrical measurements were normal the patient was discharged and would be monitored.

Manufacturer narrative:
Should be (B)(6) 2014 rather than (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that during lead reposition procedure on (B)(6) 2014, the lead dislodged completely out of the coronary sinus, exhibiting loss of capture. The lead was explanted and replaced. The patient was stable during the procedure.